Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used in the lungs during a transbronchial needle aspiration (tbna) procedure. According to the complainant, during the procedure, when the device advanced through the scope, it was noted that the needle punctured through the sheath and was bent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation revealed that the distal end of the needle was protruding through the sheath and was bent in the section where the sheath was punctured. Functional analysis revealed that the needle would extend and retract when it was placed back in position. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that an excelon transbronchial aspiration needle was used in the lungs during a transbronchial needle aspiration (tbna) procedure. According to the complainant, during the procedure, when the device advanced through the scope, it was noted that the needle punctured through the sheath and was bent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.